Event description:
Related manufacturer reference number: 2017865-2021-29935, related manufacturer reference number: 2017865-2021-29937. It was reported that the patient presented to clinic with their right ventricular (rv) lead dislodged. The dislodgement was confirmed via chest x-ray. Upon opening the pocket for revision, it was discovered that infection was present. Therefore, the physician elected to explant the entire high voltage system including the rv lead, right atrial (ra) lead, and implantable cardioverter defibrillator (ICD). The patient was put on antibiotics to resolve the infection. The patient was in stable condition.